Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer alleged the "exercise mode will turn off on it own." Customer consumed carbohydrates to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer setting "a timer for the exercise mode by mistake causing her exercise mode to turn off after 30 min," customer understood and acknowledged.